Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician continued the procedure. The first closure device was deployed in the laa, but did not meet release criteria and was partially recaptured one time before ultimately being fully recaptured. The was repositioned in the laa and a second closure device was selected for use. The second device was deployed in the laa and still did not meet release criteria. The physician made multiple attempts to position the closure device properly, but could not meet release criteria so the device was fully recaptured. It was indicated recapture was performed, but could not be performed "smoothly" due to a kink that occurred while advancing the was into the patient and meeting resistance. The physician decided to end the procedure. There were no patient complications that occurred.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system. Analysis of the tip, sheath and hub/strain relief included microscopic and visual inspection. Inspection revealed kinks in the sheath located 6cm, 16.5cm and 49 cm from the strain relief. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician continued the procedure. The first closure device was deployed in the laa, but did not meet release criteria and was partially recaptured one time before ultimately being fully recaptured. The was was repositioned in the laa and a second closure device was selected for use. The second device was deployed in the laa and still did not meet release criteria. The physician made multiple attempts to position the closure device properly, but could not meet release criteria so the device was fully recaptured. It was indicated recapture was performed, but could not be performed "smoothly" due to a kink that occurred while advancing the was into the patient and meeting resistance. The physician decided to end the procedure. There were no patient complications that occurred.